Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst, withdrawal difficulties, and system component separated was unable to be confirmed as no relevant imagery or product was returned for evaluation. Available information suggests patient (calcification, withdrawal of burst balloon) and/or procedural factors (over-inflation) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, the use of extra inflation volume (over-inflation) can subject the balloon to pressures high enough to cause it to burst. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force/ manipulating the device (procedural factors) to overcome withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the balloon ruptured on the 29mm commander delivery system. The valve was deployed with +3 in the atrion. The valve was fully deployed. Upon removal of the delivery system, the delivery system would not fully enter the 16fr esheath+. The esheath+ was removed, leaving the delivery system tip in the body. The surgeons cut down on the femoral artery to remove the distal end of the delivery. Upon removal of the devices, it was realized that from all of the pulling on the delivery system that the nose cone had separated from the delivery system and the balloon was bunched around the nose cone. The patient is well and in recovery. There were no issues with the valve.